Event description:
It was reported that during a gastrectomy procedure, white smoke reeked up from the device after several minutes use. And the tissue pad had fallen out when the doctor tried to clean the blade. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.